Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer did not have an active continuous glucose monitor session started, therefore control iq did not adjust insulin delivery as expected. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy.